Event description:
On the second pass, the physician was unable to advance the catheter. Pull backed for removal after removal it was noted that about 1 1/2 piece of tissue had been shaved off. Patient was experiencing chest pains post procedure. Patient status: stable.